Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 485 mg/dl. Customer had symptoms as sleepy and thirsty. Customer had been using insulin pump system within 48 hours of reported high blood glucose event auto mode feature was not active at the time of incident. Customer stated that the insulin pump had replace battery alert and powered off. The customer stated they received low battery alert prior to the replace battery alert. The insulin pump will not be returned for analysis.